Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered three inappropriate shocks while the patient was sleeping on their left side. When tested, the physician managed to recreate the oversensed noise in all the vectors. The technical services (ts) was contacted and discussed possible reprogramming options. Ts also recommended follow up. This s-ICD remains in service. No additional adverse patient effects were reported.